Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The target lesion was located in the left popliteal artery. After the guidewire was passed through, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.